Event description:
It was reported that prior to a device upgrade procedure, noise was detected leading to pacing inhibition on the right atrial (ra) lead. The noise was reproducible. The ra suture sleeve was removed and an insulation anomaly was noted at the point of silk suture tie downs. The insulation was repaired with a new suture sleeve and medical adhesive. There were no adverse health consequences, the patient was stable.